Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified anterior tibial artery. A 2mm x 40mm x 145cm coyotes es balloon catheter was advanced for dilation. However, during the first inflation at 6 atmospheres for 10 seconds, the balloon ruptured at its middle part. The device was removed, and the procedure was completed with a different device. There were no patient complications nor injuries reported and the patient status was good post-procedure.